Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. The reported incident that unknown (B)(4) product was alleged of issue s-12 (implant breakage after surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided / obtained despite multiple attempts. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated. Device will not be returned.

Event description:
Variax hand primary surgery was performed in 2014. After a few months, the fracture of the plate was found and extraction surgery was performed. There is no further information.